Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the display of the blood glucose monitor was defective. No adverse event was reported. The device serial number was not provided. The blood glucose monitor was requested to be returned for product evaluation.